Manufacturer narrative:
Per tandem's t:flex user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:flex pump. Novolog was tested for up to 72 hours.

Event description:
Reportedly, the customer changed the cartridge every 3-4 days.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of 430 mg/dl and it was addressed with a correction bolus via the pump. Reportedly, the customer was in a car wreck recently. Troubleshooting with tandem's technical support indicated that there were multiple occlusion alarms. The customer indicated that a new site would be placed and a new cartridge would be loaded. A follow up with the customer indicated that their bg level was ok.